Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) displayed questions marks for the last charge energy. There were communication issues noted and no electrograms (egm) or markers could be viewed on two mobile programmers when interrogating the crt-d. Dotted lines were noted on the egm and it was only possible to perform an impedance check. It was additionally reported that presenting electrograms (egm) were still not available, but lead measurements appear to be updating and all were within normal limits. Technical support provided a workaround to the user which will be implemented when the patient returns to clinic. Both mobile programmers and the crt-d remain in use. No patient complications have been reported as a result of this event

Manufacturer narrative:
Product event summary: the device was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the battery measurement was not available. Analysis of the device memory indicated the egm (electrogram) was not available. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.